Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d4: UDI 01/06/2021: updated manufactured date to 6/12/2019, of (B)(4). D11: concomitant product added to complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Manufacturer narrative:
Additional product code kwp,kwq. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device history lot: a review of the receiving inspection (ri) for viper prime cfx xtab 7x40mm ti-sterile was conducted identifying that lot number tbyfh was released in a single batch. Batch1: lot qty of (B)(4) units were released on (B)(6) 2019 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review: the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020, the patient underwent for plif ( posterior lumbar interbody fusion) at l4-5 treating spondylolisthesis. During the surgery, it was found that two screws had come off the pedicle. The lesion was deployed again, and the 1st screw was removed without difficulty but difficult to pick up the 2nd screw. Finally, the 2nd screw was removed, and the surgery completed successfully with 30 minutes delay. The patient outcome was unknown. This complaint involves two (2) devices. This report is for (1) viper prime cfx xtab 7x40mm ti. This report is 2 of 2 for (B)(4).